Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual inspection, the outer catheter was noted to be separated and frayed near the distal tip. The distal tip was still attached to the inner corewire. Therefore, the investigation is confirmed for the material separation and material fray issue as the outer catheter was noted to be separated and frayed near the distal tip. However, the investigation is inconclusive for the reported activation problem as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported activation problem and identified material separation and material fray issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 03/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter allegedly vibrated weakly. The procedure was completed by using another device. There was no patient contact.